Event description:
Home pt (hp) contacted baxter's technical service center regarding a "negative uf caution" message that the hp was receiving on the homechoice machine. Hp disconnected the pt line of the homechoice set from the transfer set during drain 3/4. As a result, hp's spouse by-passed the rest of the drain and began fill 4/4 after reconnecting the pt line of the homechoice set to the pt's transfer set. By the end of drain 4/4, hp received "negative uf caution" message due to the disconnection during treatment. Operational service rep (osr) assisted hp in ending the pt's therapy early and setting up with new supplies to finish the pt's treatment. Hp was given prophylactic antibiotics as a result of this incident, per hp's rn.